Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient previously had stored atrial fibrillation events with artifacts. The patient was brought into the clinic and the artifacts were unable to be reproduced and the system was reprogrammed to primary sensing vector. Recently, the patient had received a high impedance (hi) code from their device. The patient was brought into the clinic for system evaluation and testing confirmed the hi code. The system was subsequently explanted. No additional adverse events were reported.